Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, it was very difficult to advance the guide wire (non-abbott guide wire) through the prostar xl to remove it: the guide wire stopped at the area of the hemostasis valve located in the device just distal to the guide wire exist port. The physician retracted the wire, advanced the stiffer end (backside) of a .035 inch wire into the guide wire exit port to widen the narrow area at the hemostasis valve, removed the guide wire and inserted it again with the weak tip. With more effort and slight pushing, it was possible to advance the wire and the prostar xl could be used to close the puncture site. Hemostasis was achieved with this device. There was no adverse pt effect. No additional info was available.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was not identified, therefore, lot history record review could not be performed.